Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: the subject device has been received. E3: reporter is a j&j sales representative. H3, h4, h6: a device history record (DHR) review was conducted: and evaluation completed. Product code: : 03.037.017. Lot number : 9760049. Release to warehouse date : 08.dec.2015. Expiration date :na. Supplier: na. Manufacturing site:werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. It was reported that on an unknown date tfna trochar blade/screw guide sleeve would not slide into tfna aiming arm sleeve and keeps getting stuck. There was no patient involvement. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be slightly stripped from the treads. This damage can be related with the unable to assemble allegation. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test could not be performed as the mating device was not returned. The overall complaint was confirmed as the observed condition of the blade/screw guide sleeve would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed: manufactured) dimensional inspection: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date tfna trochar blade/screw guide sleeve would not slide into tfna aiming arm sleeve and keeps getting stuck. There was no patient involvement. This report is for one (1) blade/screw guide sleeve. This is report 1 of 2 for complaint (B)(4).